Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced while changing the battery the pump had no longer turn on and upon inspection the battery cap was not seated correctly in the pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with failed battery test alarm after battery insertion. Unable to perform the displacement test, self-test, active current measurement and sleep current measurement due to failed battery test alarm. Pump successfully downloaded to thump. No failed battery test alarm found in the pump history file/trace on the event date 13-may-2025. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 05/10/2025 08:07:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 9.0 received the low battery alert (104) on 05/10/2025 08:07:00 after more than 7 days at 15.07 days. Battery cycle 4.0 received the low battery alert (104) on 04/24/2025 19:23:00 after more than 7 days at 9.84 days. Battery cycle 2.0 received the low battery alert (104) on 04/14/2025 13:31:00 after more than 7 days at 9.92 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found harness assembly vibrator and corroded battery tube. The sc1-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube and scratched case. No physical damage to the battery cap noted. Unexpected battery power loss was not confirmed. Failed battery test alarm was confirmed due to moisture damage harness assembly vibrator and corroded battery tube. Battery cap damage was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.